Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose. With blood glucose of 38 mg/dl at time of the first incident at 4 pm, and 75 mg/dl when the paramedics were called at 10 pm. The customer was passed out and could not be woken up. The customer was given a glucose tube, orange juice, bread, and honey to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting not completed as the customer has been off the pump since the incident. The incident occurred on the first day the customer got on pump therapy. The insulin pump will not be returned for analysis.